Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent heart transplant. Additional information was requested but not provided.

Manufacturer narrative:
Section d4, h4: additional information. Section d7: correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s transplant could not be conclusively determined through this evaluation. No specific device-related issues or adverse patient consequences were reported. The account communicated that the patient was transplanted on (B)(6) 2016. It was not specified whether the outcome was device or therapy related. It was noted that (B)(6) would not be returned. The heartmate ii lvas IFU is currently available. No specific device-related issues or adverse patient consequences were reported. No further information was provided. The manufacturer is closing the file on this event.